Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to site to test the equipment. Representative reported that upon testing a frame rate error was received indicating an open wire in the umbilical cable. Umbilical cable was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has been received by manufacturer for evaluation. Evaluation of the cable confirmed that the reported issue. Cable failed testing when used with cable validator. There was an open between pins.

Event description:
A site representative reported that during a spinal fusion procedure, the first 2d and 3d imaging spins were successful but on the second 2d spin the images were grainy. Mobile view station (mvs) displayed a navigation error "connection not connected" and "3d mode not navigating no spin" and the pendant displayed standalone mode. Site reported that the errors were resolved but were unable to take a 3d spin. The site used c-arm to complete the procedure. The procedure was completed without the use of imaging. There was a delay of 20 minutes. No impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative reported that due to the reported issue, no 3d image acquisitions were performed during the procedure.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.